Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the balloon broke and tore while being inflated. Inflation was uneventful to 18 mm and 19 mm with minimal resistance; however, approaching 20 mm at a pressure less than 6 atm, the balloon ripped open despite not detecting any significant handheld pressure. The customer stated that no pieces of the balloon detached inside the patient. There were no patient complications reported as a result of this event.